Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and revealed that this article was manufactured according to the specifications. The visual investigation of the complained screw has shown that the tip is not broken as complained. We found that the tip is badly deformed due to mechanical overloading. Microscopic evaluation shows that the tip of the screw is flattened, it appears that the tips got damaged during insertion into very hard bone. Reviewing the manufacturing and material documents show no deviation to the specification. No product fault could be detected this complaint has been determined to be indeterminate. (B)(6).

Event description:
Tip of screw was broken. Another screw was used to complete the procedure. This is 1 of 1 report for this complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Date of this report: awareness date reported incorrectly in initial mw. Mfg date: date received by manufacturer reported incorrectly in initial mw; date is 03/28/2012.